Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth, lungs hurt, difficulty in breathing. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report section h10 was incorrect, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth, lungs hurt and difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contamination throughout the device enclosure, and airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were were 8 instances of stop error e-200 err_rtos_abort_error found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturer previously reported water in tubings related to a CPAP device's sound abatement foam. The patient alleged dry mouth, lungs hurt and difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dirt contamination inconsistent with degraded sound abatement foam. The manufacturer visually inspected the device and found presence of contamination in the airpath. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and contamination in the airpath. Section h6 were updated in this report.